Event description:
A customer reported to baxter corporate product surveillance a clearlink solution set in which a leak was observed. According to the report, a perforation was noticed in the tubing while infusing lactated ringers and caused a leak. The process step was during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation. Root cause not determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.